Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during surgery, an error message was generated. The machine was restarted but the error message was still there. A back up machine was used to complete the surgery. Surgery was prolonged more than 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a pump module was provided for investigation. Review of the logfiles confirmed the occurrence of the reported pum152 error message. Investigation of the returned pump module revealed a loss of signal when touching one of the connector, this triggered the eva surgical system to display the reported error message. Based on investigation results, it was determined that the reported complaint is attributable to a poor connection in one of the ptc connector pins. However it is unknown what caused the poor connection in the ptc connector. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva nexus surgical system are included in the analysis (pu-rotor-conn_). Since 2021 more than 51.000 surgeries have been performed with the eva nexus surgical systems installed. Please note that the failure codes will not always lead to a prolonged surgery. Please note that while the 2023 and 2024 incident numbers are up to date, the installed base figures are from (B)(6) 2023. As in general the installed base increases, the actual number of devices in the market most likely is higher.

Event description:
We have been informed that during surgery, an error message was generated. The machine was restarted but the error message was still there. A back up machine was used to complete the surgery. Surgery was prolonged more than 30 minutes. No report that actual patient harm occurred.